Manufacturer narrative:
Film evaluation summary; the exact cause of the bilateral renal stent occlusion could not be determined from the films provided. Images showing the occluded renal stents were not available for review. Review of pre-implant CT¿s revealed that aortic diameter, just distal to the sma at the intended bifurcate implant location, measured 24mm, ~10mm lower the neck diameter near the level of the renal arteries measured ~26mm, and 2cm lower measured 29mm. The flow lumen diameter of the right renal was 6.7mm, and the left renal diameter was 6.3mm. A left accessory renal was seen 15mm below the primary left renal. Calcification was seen near the ostium of the right renal artery, and the proximal neck was minimally angulated, with mild amounts of calcification and thrombus. Review of angiograms during implant revealed that the bifurcate was deployed just below the level of the sma. The renal arteries had been chimney stented; bilaterally. The bifurcate proximal od measured ~24mm and the stent graft and renal arteries were patent. Review of contrast CT¿s 1 day following implant revealed that both stented renal arteries were patent. The left renal stent flow lumen measured ~4mm, and minor stent compression at the left renal (~3mm flow lumen ID) was observed near the ostium. The flow lumen diameter within the right renal stent measured 4 ¿ 5mm. No endoleak was observed, and the stent graft aortic body, limbs, and vessels distal to the limbs were patent; bilaterally. Non-contrast CT¿s from 3 days following implant showed the stent graft system in a similar configuration as the earlier films from 1-day post-implant. Since the films were non-contrast, no assessment of any stent, stent graft or vessel patency could be performed, and any potential endoleak also could not be assessed. No obvious issues were seen with either of the stented renal arteries which did not appear noticeably kinked or compressed. Images showing the occluded renal stents were not available for review, and analysis of the returned films prior to the event did not reveal any anatomical or stent graft related characteristics that could explain the reported bilateral renal stent occlusion. It is unclear if the stent occlusion may have been caused by a kink or compression of the renal artery stents, or may have been related to a patient condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 64mm diameter abdominal aortic aneurysm. It was noted that the procedure was successful and both atrium renal stents were patent with no endoleak present. The patient had a scan before going home and all was fine with no issues. However, it was reported that the patient presented emergently approximately 3 months post index procedure, complaining of back pain and unable to urinate for the past 48 hours. A CT scan was performed the following day and it was discovered that both renal stents had occluded. The patient had no renal function and is now under dialysis. The physician stated the cause of the event cannot be determined. No additional clinical sequelae were reported